Event description:
Add'l info rec'd from MFR 7/30/02: after evaluating the returned subject forceps, rptr would summarize its evaluation as follows: actual device evaluated and visual exam showed expected wear/deterioration. Conclusions: device failure related to user handling and operational context contributed to event.

Event description:
Grasper tip broke off while trying to retrieve aspirated toy from pt. Tip then had to be retrieved also. Records indicate this (or like) grasper has had this problem on several previous occasions.